Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection was performed and a slice along the cassette sheeting over the hydraulic valve associated with the final line was identified. Simulated use testing was also performed as well as underwater pressure leak testing, which identified a leak along the slice in the cassette sheeting. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation of a returned homechoice cassette, a leak was identified along a slice in the cassette sheeting. There was no patient injury or medical intervention associated with this event. No additional information is available.